Event description:
The customer reported that the ecgs show a lot of artifacts. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the ecgs show a lot of artifacts. The customer changed out the unit when they noticed the issue. According to the customer, they changed out the electrodes, leads and cable; however, the issue remained. The original leads and cable are working on the replacement unit without issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/08/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 2: 12/10/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 12/12/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Manufacturer narrative:
Details of complaint: the customer reported that the ecgs show a lot of artifacts. The customer changed out the unit when they noticed the issue. According to the customer, they changed out the electrodes, leads and cable; however, the issue remained. The original leads and cable are working on the replacement unit without issue. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue could not be duplicated. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/08/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 2: 12/10/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 12/12/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that the ecgs show a lot of artifacts. There was no patient injury reported.